Event description:
It was reported that during set up, the cs300 intra-aortic balloon pump (iabp) will not read fiber optic cable. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog and 510k, as per product labeling

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit arrived onsite to perform pm on unit. Fse unable to reproduce the issue customer reported. Fse performed fiber optic test, passed with out error.

Event description:
N/a.